Event description:
Customer allegedly was going down ramp, the left wheel just skids down ramp causing customer to slide all the way down the ramp. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 9sl, serial number/date (B)(4) is approximately 1 month old. The owner's manual part number 1056953 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6), male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; while going down a ramp the left wheel allegedly skid down the ramp. The customer made an attempt to stop the wheel but was unable. The customer's spouse noted that once the chair reach the carpeted area at the bottom the customer fell out of the chair landing on his backside. The customer has been using this device for 7 days. No injury alleged, no medical intervention alleged.